Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
Patient underwent knee surgery on (B)(6) 2014. Subsequently, patient underwent a bearing exchange and washout on (B)(6) 2014 due to infection.